Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose level of 297 (mg/dl). Reportedly, the contact alleged that the pump was not delivering insulin correctly. Reportedly, the customer changed supplies to address the issue. Multiple attempts were made by tandem technical support to obtain additional information and perform troubleshooting; however, the customer did not respond.